Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hyperglycemia while using the ilet system, with readings up to 400 mg/dl on the device and 347 mg/dl by fingerstick, despite multiple infusion site changes, meal announcement review, and correct insertion steps; the device was delivering insulin and additional training was scheduled to review reports. The pt also reported they experienced a significant hypoglycemic event the prior day. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included transient excursions outside target range without medical intervention, ketone testing, or hospitalization, with glucose later returning to near-normal levels. Investigation included review of device reports, confirmation of insulin delivery, guidance to replace the infusion site and perform a fill cannula, and arrangement for training to assess use patterns and settings. Investigation of this case revealed no device alarms or mechanical issues noted by the user, intact cannula on removal, and behavior consistent with automated modulation of correction to avoid hypoglycemia, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.